Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, an event of coronary heart disease (chd) was reported and not myocardial infarction (mi) and patient underwent percutaneous transluminal coronary angioplasty at the 1st obtuse marginal and not in proximal left anterior descending (lad) artery as previously reported. The event is now not related to the study device.

Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2013, clinical assessment identified the patient's qualifying condition as unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 35 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with pre-dilation and placement of a 2.75 x 38 mm study stent. Following post dilation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient experienced mi. On the same day, the patient was hospitalized and underwent percutaneous transluminal coronary angioplasty (ptca) to the target vessel. Two days post procedure, the patient recovered, the event was resolved and the patient was discharged.